Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 58.3cm. Visual inspection of the lead found that the outer insulation and outer coil were damaged at the suture sleeve impression region consistent with over tighten suture tie. The cause of the reported event was isolated to over tighten suture tie.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the suture went through the tie down sleeve and damaged the insulation of the right ventricular lead. The lead was removed and replaced. There were no patient consequences.